Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blades broken at the midpoint. A piece measuring approximately 0.401" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additionally, visual inspections showed that the teflon pad appeared to be damaged at the tip. A piece measuring approximately 0.091" x 0.043" was missing and was not returned with the accessory. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments of the device have fallen into the patient's body, and the device was unrecognizable.